Manufacturer narrative:
During a follow-up call on (B)(6) 2016, the customer reported that the cartridges were being pre-filled and stored in the refrigeration. On (B)(6) 2016, the customer confirmed being able to load cartridges without any issues and that the pump was being using for continued insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages during the load process. Reportedly, the cartridge was filled with 100 units of insulin. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.